Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor was displaying waveforms when there was no patient connected. Although there was no adverse event alleged by the customer; there was no harm reported, as there was no patient connected, this case will be reported as the issue poses a potential safety risk to patient, if connected.